Event description:
Reportedly, the emboshield nav 6 was deployed in the right internal carotid artery with mild calcification and 80% stenosis without issue; however, during withdrawal of the delivery catheter, the filter wire was inadvertently moved. Another nav 6 emboshield was opened to complete the procedure. An rx .014 acculink ii 7-10/40 was deployed. The patient did not experience any adverse patient effects. A clinically significant delay in procedure was not reported. Post procedure at 2030 hrs, the patient had an episode of unresponsiveness with left sided weakness. Neurological consult activated. During exam by neuro, the patient stopped responding to questions, and began having a generalized tonic clonic seizure that lasted for 30 seconds. There was no treatment administered. Patient was discharged to home (B)(6) 2011. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological event and seizures are known observed and potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.